Event description:
Information was received from a patient who was receiving fentanyl at an unknown concentration and dosage, baclofen at an unknown concentration and dosage, and dilaudid at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient was hospitalized. According to the patient, they were admitted to the hospital and their pump was being drained "real fast". The patient stated they were expecting to go into withdrawal soon. The patient reported that the reason for draining the pump was because it was felt that it was never effective or had never worked for the patient. Additionally, the patient became hyperalgesic and suicidal a couple of months prior to the date of the report. The patient was up on a high dose and their healthcare provider was thinking of trying the patient on prialt once the pump was drained. No further complications were reported. The original source document contains information that was unrelated to this event and was omitted. See sr (B)(4)- stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's additional medical history included depression, anorexia, bulimia, substance abuse, low back pain and status post l5-s1 fusion (with full recovery), chronic pain in the hands and feet, focal left shoulder pain radiating down the arm ("disabling," (B)(6)2012), and polyneuropathy. The patient also underwent hospitalizations for bulimia, depression, substance abuse (on multiple dates in the 1980s), hospitalization for suicide ideation (2001), other unspecified related hospitalizations (1991, 2006, and on multiple dates in 2007), hospitalization due to suicide attempt secondary to pain (on (B)(6)2014) and a hospitalization due to accidental overdose of oxycodone ((B)(6) 2016). The treatment and outcome of the hyperalgesia and suicidal ideation were not reported. A causal role of baclofen was possible as suicidality was labeled and although hyperalgesia is most likely attributable to opioids fentanyl and dilaudid, a contributory role of baclofen could not be ruled out. Prialt had been considered secondary to the patient¿s history of opioid use and abuse as well as high tolerance, but due to the patient's history of a suicide attempt, it was not recommended. On unspecified dates, the patient reported improvement in her pain and "had good days and bad days." During her treatment course with intrathecal baclofen and oral baclofen, the patient reported no relief of her spasticity (dates unspecified). On (B)(6)2017, the patient was admitted to the hospital due to concerns of her depression, mood changes and possible suicide attempt. The patient reported worsening pain. The patient was considered safe for discharge with no need for inpatient psychiatric treatment and the decision was made to slowly decrease the intrathecal doses to see if the patient indeed had opioid induced hyperalgesia. The patient did not keep any subsequent appointments and on (B)(6)2017 was admitted to the hospital for psychiatric treatment. On unspecified dates while hospitalized, the patient's dose was decreased relatively fast (also reported as "her entire regiment was decreased at 10% increments"). On (B)(6)2017, the patient¿s treatment included compounded baclofen 350 ¿g/ml at 63.11 ¿g/day, dilaudid 15 mg/ml at 2.705 mg/day, and fentanyl 1000 ¿g/ml at 180.3 ¿g/day, intrathecally per simple continuous infusion, via the synchromed ii pump. On (B)(6) 2018, the patient was discharged from the hospital. On (B)(6)2018, the patient was seen by her managing physician for a pump refill and her treatment was decreased 8 % to compounded baclofen 350 ¿g/ml at 58.34 ¿g/day, dilaudid 15 mg/ml at 2.5 mg/day, and fentanyl 1000 ¿g/ml at 166.7 ¿g/day, intrathecally per simple continuous infusion, via the synchromed ii pump. No additional information was provided. No further complications were reported.